Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b5, d6b, h11. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech equinoxe shoulder study, approximately 17 years post the initial left total shoulder arthroplasty, and 4 years and 11 months post the patient's previous revision surgery, the patient experienced a breakage of an unknown component. The patient began having increased pain without injury in the last few weeks. As a result, the patient underwent a second revision of the left shoulder. The outcome is now considered to be resolved. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 320-38-00 - 145-deg pe 38mm hum liner +0, 320-10-00 - equinoxe reverse tray adapter plate tray +0, 320-01-38 - equinoxe reverse 38mm glenosphere, 320-15-07 - sup/post aug plate, l rs glenoid baseplate, 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech equinoxe shoulder study, approximately 17 years post the initial left total shoulder arthroplasty, and 4 years and 11 months post the patient's previous revision surgery, the patient experienced a breakage of an unknown component. The patient began having increased pain without injury in the last few weeks. Actions taken were immobilization. The outcome is considered to be continuing.